Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was undergoing a transfer guard anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer could not deliver insulin from the reservoir. Customer believed there was air in the transfer guard, and could not keep it properly in place. No troubleshooting was performed, nor treatment was administered. Customer was advised to use another reservoir, and discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.